Event description:
It was reported that during a bladder tumor resection, the ceramic tip of the eris-cf25 broke off inside the pt. The surgeon tried to remove the ceramic tip from the bladder, but was unsuccessful. The pt is scheduled to return to the facility in a couple of weeks for extraction of the ceramic tip.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.